Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking between the catheter and tubing connector during drain zero. There are no known patient ill effects. Nurse stated that the sample was not available. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.